Event description:
The device was used to deliver defibrillator energy to the pt several times successfully. Reportedly, with a subsequent attempt, defibrillator energy could not be delivered to the pt. A back-up defibrillator was made available and was used. The pt was resuscitated.